Event description:
While reviewing the patient's programming history, it was noted that a faulted system diagnostic test was performed on the implant date, (B)(6) 2003. Although some of the patient's settings were reprogrammed and a final interrogation was performed, the patient's magnet output current was left on at 1ma. The patient's settings were found to be corrected upon initial interrogation at the next office visit of (B)(6) 2003.

Manufacturer narrative:
Analysis of programming history.